Event description:
The problem of under delivery was discovered during service by the baxter service technician. The customer stated that the device was not involved in any patient incident since the last baxter service event.